Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that patient noticed black particles in her humidifier. There was no report of patient harm or injury. Despite two attempts, the device has not yet returned to the manufacturer for evaluation. The manufacturer received information stating that the user refused to talk with philips people and then she terminated the call. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.